Event description:
It was reported that the patient woke up dizzy and lightheaded and their heart rate was 65 beats per minute. The patient went to the emergency room for evaluation and it was determined that their device was at end of life (eol). It was also reported that the device went to eol in less than one month and did not trigger elective replacement indicator (eri) prior to going to eol. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076 implantable pacing lead 2007 (B)(6).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.